Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The company service representative found system message (sm) [abnormal system shutdown] in the event log. The host power printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on november 12, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host power printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut itself down during a cataract with intraocular lens (iol) procedure. The procedure was completed manually with no harm to the patient.